Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03229 & 03418).

Event description:
During a total shoulder arthroplasty procedure, the glenoid baseplate did not fit on the patient's glenoid after reaming. Another baseplate was used to complete the procedure after a one hour delay.

Manufacturer narrative:
This follow-up report is being filed to correct information. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2017-01270 and 1825034-2016-03418).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of manufacturing history found no evidence of product non-conformance. Visual inspection of the baseplate does not indicate any issues and from visual inspection the baseplate appears to be conforming. A limited dimensional analysis of the part was performed as the porous coating had been applied and it was determined that the diameter of the baseplate was within specifications called out in the print. As the product appears to be conforming, a root cause cannot be identified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.